Event description:
Infant heated wire circuit was being used on an infant along with a humidifier and CPAP unit, when the circuit reportedly caught on fire. There was no report of pt injury. Additional information from user facility report: 2006. Isothermal breathing circuit caught fire while connected to pt, humidifier and CPAP.

Manufacturer narrative:
Unfortunately at this time the hosp will not release the product for evaluation, however, if the sample does become available we will reopen the investigation. Photos from the reported incident were provided and the report that the circuit caught on fire could be confirmed. We also reviewed samples from production and no problems were noted. However, info obtained from the hosp indicates that a single limb adapter was used with a dual heated circuit, which would contribute to this type of reported issue. Label copy for the product states which adapters are compatible to use with the circuit and the adapter used is a single limb adapter and therefore cannot be used with a dual limbed circuit. A review of the device history record for the lot reported was evaluated for any issues related to this report, and the product was manufactured, inspected and released in accordance with our internal procedures. Additional information from the user facility report: airlife, cardinal health.